Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fatigue patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited noise episodes. The device was reprogrammed. The patient was in stable condition and would continue to be monitored with routine follow up.